Event description:
The dealer was in a bit of a hurry. He stated he had no details at all. Please do not call him he has no additional information to provide. The dealer stated the arm mounting bracket are broke on both sides. The dealer was not made aware of any injury or property damage. The caller has no further information to provide.